Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed premature battery depletion of the implantable cardioverter defibrillator (ICD). No changes or interventions were reported; the device is being monitored. The patient condition was stable.